Event description:
The customer obtained non-reproducible, higher than expected vitros trop I es patient results for four samples drawn from four patients (sample 1 = 0.171 ng/ml; sample 2 = 0.217 ng/ml; sample 3 = 0.061 ng/ml; sample 4 = 0.067 ng/ml) while using multiple vitros 5600 integrated systems. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected trop I es result for sample 1 was reported from the laboratory, and a clinician questioned the result. A corrected report was issued for sample 1 based on a repeat trop I es result (repeat sample 1 < 0.012 ng/ml). The affected trop I es results for samples 2, 3, and 4 were not reported from the laboratory. The customer repeated the affected patient samples (repeat sample 2 < 0.012 ng/ml; repeat sample 3 < 0.012 ng/ml; repeat sample 4 < 0.012 ng/ml), and the repeat results were considered to be correct. There were no allegations of harm to the patients as a result of this event. This report is number three of three MDR's for this event. Three 3500a forms are being submitted for this event as three devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected vitros trop I es patient results were obtained for multiple patient samples. The samples involved were not processed in accordance with the tube manufacturer's recommendation. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. The investigation could not determine a definitive root cause. The investigation cannot conclude that an instrument or reagent issue contributed to the non-repeatable, higher than expected trop I es results. However, improper pre-analytical sample processing cannot be ruled out as a possible contributing factor.